Event description:
Patient reported the menu button on the infusion device does not work. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. The menu button of the insulin pump was tested within the short test and meets the specifications. The problem mentioned by the customer could not be reproduced.